Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) we received one used, empty easypump ii lt 270-54-s without packaging. The provided sample was subjected to a visual examination. After opening the big white top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone) and we detected solution (liquid) and crystallized drug residues at the patient connector respectively at the white stopper. In addition we observerd a crack in the li-cone of the filling port. Moreover, the pump was taken to a functional test respectively a leak test was carried out. Therefore the pump was refilled with approximately 270 ml nacl 0.9 %. After starting the pump and waiting for 60 minutes the pump did work immediately (solution was running immediately). After these 60 minutes leakages were not detected at the sample. In addition, the flow rate of the pump was tested. Nominal: 5 ml/h actual: 7.6 ml in 1h; 14.9 ml in 2 hrs and 140.9 ml in 27 hrs (50 % of the total running time). The measured and calculated flow rate for the period of 27 hrs is on average 5.2 ml/h. The flow rate of the inspected pump is in accordance with our requirements. With regard to the crack in the li-cone of the filling port, the inspected sample is not within our specifications. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected during in process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in switzerland): easypump - fast flow